Event description:
Report 1 of 2 for (B)(4). It was reported that during an unknown surgical procedure, it was observed that when using the vapr tripolar 90 suction elect device and vapr clplse90 electrode w hand cntrls device along with a vapr vue generator device, a dent in its rear was evident, which sent a message to the current planner. It was reported that when connecting the reference, the console did not read it. According to the reporter, the configuration for the handpiece and pedal control was performed, but it did not work. Therefore, at the specialist's direction, the other reference was passed, which the console also did not read. It was reported that the configuration steps were repeated, but it still did not read them and the specialist indicated that these references could not be charged because the console was not working. There was an unspecified delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however photos were provided for evaluation. ¿ visual inspection of the returned photos found that the two electrodes were being held in the hand, one of the electrodes was connected to the generator and the message ¿acoplar instrumento¿ was displayed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.